Manufacturer narrative:
(B)(4). Date sent 8/28/2025. D4 batch #492d87. Investigation summary- the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. In addition, the battery pack and bulkhead contact were examined for visual inspection and no anomalies were noted. Also, the battery pack was returned drained. The breakaway washer was present and uncut, the device was fully loaded with staples. When the test battery was installed the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and the motor connector was observed disconnected from the pcba. An unplugged motor connector prevented the device from firing. It was tried to push the motor plug into the connector but the wirings were too tight and it could not be pushed it in any further. After the wirings were loosed, the motor plug could be pushed into the connector. After the motor connector was pushed until fully seated. The device was tested for functionality and the device was fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The damage observed is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 492d87, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 8/15/2025. D4 batch #492d87. Investigation summary- the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. In addition, the battery pack and bulkhead contact were examined for visual inspection and no anomalies were noted. Also, the battery pack was returned drained. The breakaway washer was present and uncut, the device was fully loaded with staples. When the test battery was installed the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and the motor connector was observed disconnected from the pcba. An unplugged motor connector prevented the device from firing. It was tried to push the motor plug into the connector but the wirings were too tight and it could not be pushed it in any further. After the wirings were loosed, the motor plug could be pushed into the connector. After the motor connector was pushed until fully seated. The device was tested for functionality and the device was fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The damage observed is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 492d87, and no non-conformances were identified.

Event description:
It was reported that during an unknown laparoscopic surgery, the device could not be fired. Even after reloading the battery, the device still would not fire. Due to supply concerns, there was no backup stock, so the doctor decided to re-perform the purse string suture from scratch, and cdh25b was used. It was handled by creating a cover stoma, which had not been planned. There is the possibility that there may be a problem inside the device. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 8/8/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: what was the indication for surgery? Not clear. What surgical procedure was performed? S right hemicolectomy. Did the patient receive any preoperative chemotherapy or radiation? Not clear. Were there any issues experienced with the device in the initial surgical procedure? No. Which healthcare professional fired the device, and what is their experience with the device? Not clear. Where in the green gap setting scale was the indicator located prior to firing? Not clear. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Not clear. Were there any issues with device use/firing? No. How was the completion of the firing sequence confirmed? Not clear. Was the green checkmark visible at the end of firing? Not clear. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Not clear. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Was the backlight illuminated when the battery was placed? Yes. Were there any issues noted with staple formation? If so, please describe the shape and location. No. Does the surgeon believe the postoperative complications were related to an alleged deficiency of the device or were there other contributing factors, such as the condition of the patient¿s tissue? Due to the inability to fire the device, an alternative device was used, leading to the creation of a covering stoma. What is the current state of the device? Not clear yet. Thank you. If any new information will be made available, the additional information will be submitted in ecm note. Additional information: the patient is 60-year-old male and his initials are (B)(6). During the surgery, an event occurred in which cdh29p could not be fired (stopped), so the product used was changed to cdh25b. Since the surgical procedure had to be changed, a covering stoma was created to reduce risk. It is still unclear when the patient will be discharged from the hospital, with two weeks remaining. (Outlet obstruction has occurred, the patient is unable to eat.) The doctor thinks that the cause of this event was due to mechanical factors. There were no patient background information's, such as allergies or medical history. The device was used on the rectum and there was mid swelling on the oral side. Dst anastomosis was performed. Cdh29p was used, but it could not be fired, so the anvil was re-performed purse-string suture in the end, and then anastomosis was performed with cdh25b. -the rectal resection position was high (B)(6). -an unplanned covering stoma was created, which resulted in outlet obstruction occurred, and the patient's discharge prospects is unable to make any prediction. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.